Manufacturer narrative:
The flow coupler device was not returned for evaluation. According to the device history record, the devices met specification at the time of manufacture. One hundred percent functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the manufacturing process.

Event description:
On (B) (6)2010, a physician was performing a breast reconstruction using a 2.5 mm flow coupler. The physician completed the anastomosis of the vessel with the device. The physician reported that there was doppler signal initially during surgery, but the signal was lost after closing the flap. The physician said that when he would push on the breast post-op, the signal would return. Blood flow was confirmed through a separate 8 mhz hand-held probe. The surgeon reported that within 36 hours of surgery, the doppler signal was better. On (B) (6)2010, patient's breast swelled and there was little doppler signal. Patient was taken back to the operating room. The physician took out the flap and reported that the flow coupler had turned 90 degrees, compressing the anastomosis. The vein had clotted and a little blood was flowing, producing a slight doppler signal. The flap was lost. The physician performed a second flap using a regular coupler. On (B) (6)2010, the physician reported that patient's status is good and she would likely be discharged from the hospital the next day.